Event description:
It was reported that after predilatation was performed and a penta was implanted in the proximal lad, a dissection was noted distal to the stent. The dissection was treated with a stent. No pt effects were reported.